Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose of 510 mg/dl. The customer was trying to bolus, but kept getting a max bolus exceeded alarm. Assisted the customer with the alarm. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. Inspected the drive support cap, and the customer stated it was loose. Nothing further was reported.